Manufacturer narrative:
The physician did not intentionally turn on the pump. The dissection was found during impella insertion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. It was reported that the pump was advanced into the left ventricle (lv); however, was removed due to the presence of a dissection. The pump was never turned on. The impella was removed and the patient was supported on extracorporeal membrane oxygenation (ECMO). No additional information was provided. The location of the dissection is unknown.